Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet returned for evaluation.

Event description:
Physician reported that during procedure thread of screwdriver has been broken. Secondly during the same procedure physician use the same type of product but that one was wrong calibrated and thread of screwdriver has been broken into second device. To procedure completed physician used third product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The sales consultant provided additional information. The screw driver did not break, but it twisted and there were no fragments of material during the procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The moss miami final tightener was returned for evaluation. Visual inspection identified that the driver tip had become stripped. Hardness test was conducted and the device is within specification. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however based on the observed damage it is likely that the driver was subjected to higher than anticipated forces. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.